Event description:
After insertion (during procedure), the catheter slipped out of the hub. There was no break.

Manufacturer narrative:
Product implicated is a 3 fr catheter. Returned for evaluation is the hub only. Lot history review was not possible since no lot number was indicated. The catheter separated inside the hub. In order to view the tubing at the breakpoint, the catheter hub was dissected distal to the break. Under 50x magnification, the texture at the break point appears granular and dull, with some spots jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured, it may migrate or inadvertently be broken."